Event description:
The following has been reported: nurse reported: "rn noted IV fluid to be leaking just below drip chamber when IV fluids were running to gravity to administer IV push pre medications. Active infusion stopped: no injury/adverse reaction: no process step where problem occurred: during infusion. A preliminary review of the logs identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. Microscopic examination revealed that the edge of the diaphragm was not properly positioned and was displaced towards the flat area of the diaphragm. It was not possible to perform primary and secondary bolus prime due to during priming process liquid was dripping from the bottom side of the cassette. An underwater leak test was performed to verify the liquid and air side areas of cassette, and bubbles were observed coming from the unit. A dye test was performed, and a leak path was observed that runs along the entire edge of the seal, and the leak was located at the vent hole near the outlet valve. The customer complaint is confirmed. Probable root cause related to manufacturing error during the positioning of the diaphragm, leading to it being displaced. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa25d28020 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.